Manufacturer narrative:
The previously reported device code (B)(4) no longer applies to this event. Patient codes have been updated to include the following for this event; (B)(4).

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported the patient had symptoms of underdose. The rep reported the healthcare professional (hcp) did not perform a side-port aspiration, but rather opened the abdomen and "saw there was a kink in the catheter". The catheter was repositioned and not revised. The patient was doing well.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient had "too much pain" and had been placed on "the list" for an operation for (B)(6) 2016. A catheter disconnection from the pump was suspected. No further information was provided.

Event description:
On 2017-jan-23 the representative further reported that the cause of the kinked catheter was unknown.